Event description:
Pt was implanted with prodisc-c at levels c4-c5 and c5-c6 on an unk date. Pt experienced a mva on an unk date and reported feeling pain. Pt was returned to the operating room on (B)(6) 2012, the two prodisc-c's were removed and the pt was revised to fusion. This is 1 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A DHR has been requested.